Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedances were observed on two vectors. Patient presented to the clinic, and the shock vector was reprogrammed. No further issue was noted. The patient's condition is good and will continue to be monitored remotely.